Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The devices were repaired and returned to use. 10 devices were not evaluated as the cause was determined by analyzing data provided by the user/third party. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 11 malfunction events, where it was reported the devices experienced litter/lift - unexpected drop/collapse. There was no patient involvement.